Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the frame is bent at the rear near the head tubes, no injury reported.